Manufacturer narrative:
The reported issue that the device had a door open alarm could not be confirmed. The file was opened to document the issue that was reported. The alaris pump module is typically used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had a door open alarm. There was no report of patient involvement.